Event description:
It was reported that the patient had a trochanteric fixation nail implant approximately 6 years ago, for prophylactic purposes due to cancer. The patient was treated for cancer with chemo therapy and radiation, and the nail recently broke after 6 years due to a lesion. It was reported the surgeon removed a 36mm trochanteric fixation nail, helical blade and 1 locking screw. The patient was revised to 10mm/130 deg titanium cannulated trochanteric fixation nail 360mm. The procedure was successfully completed with no patient injury reported. There was no alleged complication against this device. However, it was removed, in order to remove the device involved in the adverse event. This report is for 11.00mm helical blade. This is report 2 of 3 for complaint# 37887

Manufacturer narrative:
This device was used for treatment, not for diagnosis. The original implant procedure performed approximately 6 years ago. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Disposition: unconfirmed comments: a review of the raw material device history record revealed raw material lot 5117974 met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.